Event description:
It was reported that a user experienced fluctuating blood glucose with episodes of low and high readings while traveling, along with touch screen responsiveness issues on the insulin pump; troubleshooting and education were completed, and the case was submitted for medical review and additional training. Symptoms included hypoglycemia and hyperglycemia. Outcomes included use of oral glucose for treatment. Investigation included a review for potential device interface issues and referral for medical assessment. Investigation of this case revealed the cause of the glucose excursions was unclear. It was concluded that additional follow-up and training were warranted, with medical review pending. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.